Event description:
It was reported that an elderly pt was "fumbling" with her catheter, in the groin area, and the catheter broke just below the arterial end. A new extension was applied. There was a <20cc blood loss.

Event description:
It was reported that the dialysis unit is having a problem with tesio catheters breaking. The unit uses betadine for site care, which is wiped off with alcohol.